Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient alleges radiating right hip pain 6 months post-implantation. Contributing factors include aseptic necrosis with collapse and degloving of the weight-bearing articular cartilage. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(6). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. (B)(4). Concomitant medical products: g7 finned acetabular shell item, 110017106, lot: 3637382; g7 acetabular liner, neutral ref: 010000859, lot: 3748802; taperloc complete primary femoral ref: 51?103110, lot: 3658230; taper adapter ref: 650?1065, lot: 339580; option ceramic head, ref: 650?1057, lot: 456210. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04593, 0001825034-2017-04614, 0001825034-2017-04616, 0001825034-2017-04617.

Event description:
It was reported that the patient alleged to right hip radiating pain six months post-implantation.